Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿

Event description:
The complainant reported that a 52-year-old male patient experienced active oozing from their femoral access site following impella rp implant. Additional sutures were placed to treat the condition and support continued as planned. No further intervention was required.

Manufacturer narrative:
The investigation for the reported access site bleeding and high purge pressure has been completed. The impella device was returned for evaluation. Visual inspection of the pump found no biomaterial was observed around the impeller. The pump was purged in the lab and high purge pressure was not able to be reproduced. The data logs were reviewed and confirmed high purge pressure and low purge flows on the last day of support. There are suction alarms immediately before and during the event. The root cause of the high purge pressure was most likely biomaterial; tpa was ran and the high purge pressure gradually resolved indicating that a clot was flushed out. The root cause of the access site bleeding was not determined due to a lack of clinical details. B1 checked product problem h6-device code-added code 925 h6-problem code updated to 1491.

Event description:
Additional information was provided that stated "on the last day of support, high purge pressure was reported. The purge flow decreased from 18 ml/hr to 2.5 ml/hr with purge pressure in the 900s mmhg. No kinks were noted and the purge cassette was changed, but that did not resolve the issue. Tissue plasminogen activator (tpa) was ran to increase purge flow. No leaks were observed. The pump was replaced with a new pump.

Event description:
One day after implant, it was then noted that the placement signal became unreliable as the signal was lost and the flow calculation was no longer available. The staff was advised on how to monitor the functionality of the pump without the failed application. The coinciding alarm was disabled and support was maintained with the implanted pump.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data logs confirm high purge pressure and low purge flows on the last day of support. There are suction alarms immediately before and during the event. The purge cassette was not returned. The high purge pressure was unable to be reproduced in the lab. The data logs also confirm placement signal not reliable alarms and the placement signal out of range at the same time as flows are displayed to be 0l/min. Data logs show dp sensor drift which was confirmed when run in a water bucket in the lab. The root cause of the high purge pressure was most likely biomaterial; tpa was ran and the high purge pressure gradually resolved indicating that a clot was flushed out. The root cause of the access site bleeding - major was not determined due to a lack of clinical details. The root cause of the placement signal issue was determined to be dp sensor drift. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.